Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
In 2007, the patient's mom (reporter) contacted lifescan on behalf of the lay user/patient alleging a damaged display on a one touch ultrasmart meter. She indicated that the display issue first began approx three and a half months earlier at 10:45 am (unspecified day). On the day of the incident, the school nurse attempted to test the patient's blood glucose but noticed that the display was foggy. The patient's mother believes that the damaged display was due to cleaning the screen with alcohol pads. The nurse was unable to interpret the meter result, so the nurse did not administer a bolus of humalog fast acting insulin at the time. Two hours later, the patient's mom arrived at the school. She tested the patient with the patient's "home" backup meter. By this time, the patient was feeling hyperglycemic and thirsty. The patient's blood glucose was "around 300 mg/dl" and the patient's mom gave her a bolus of insulin. The patient's symptoms were completely relieved around 3 pm later the same day. The patient continued testing on her backup meter. The next day, the patient had a regular scheduled doctor's visit and obtained a replacement meter for the reported meter. During the doctor's visit, the patient's blood glucose as "low" on the doctor's meter, so she was treated with oral glucose. The complaint is being reported due to the following conclusion: the reporter alleged the result displayed on the patient's meter was not clear on the meter's display due to a foggy display and as a result the patient was not given bolus insulin. She further claimed the patient became hyperglycemic as a result of not being given the bolus insulin. The meter, test strips, and control solution were replaced.